Manufacturer narrative:
(B)(4). Nonconforming staple stack. The analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. In addition, one staple was found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional testing could be performed due to the condition of the device. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during a superficial femoral artery stent procedure, the device was fired on the drape before use on the patient, and the staple was coming out sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient.